Event description:
It was reported that the pump had flipped. In 2009, the hcp had to flip the pump in order to perform a refill. The reporter indicated that the pump worked fine backwards but couldn't be filled. The patient was paraplegic and was unaware when the pump flipped. The pump was revised seven months prior and over the past 10 years, the pump had been tacked down and moved to different locations in the body due to flipping. The pump was currently located in the upper right breast area, near the collar bone. It was reported that due to the flipping, the patient was going to have to stop intrathecal baclofen. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.